Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing pain which she described as heating at the scs ipg pocket site (under left shoulder blade) independent of charging and stimulation. It was also reported the pain wrapped around the patient's ribcage. As a result, the scs ipg was explanted.